Event description:
This was just reported to the safety dept. There is no info available about this valve - it was placed in another hosp. Pt has experienced on a recurring basis: recurrent aortic valve insufficiency, also coronary artery disease, mitral valve and tricuspid valve regurgitation disease. Previous valve was placed 1991.